Manufacturer narrative:
The mean age of patients included in the study was 64.95 +/- 11.37 years (range 36-88 years). The mean age of patients in the metal stent group was 64.3 +/- 13.0 years. The study included 59 patients: 27 males and 32 females. The metal stent patient group included 28 patients: 10 males and 18 females. The specific upn and lot numbers were not reported; therefore, the manufacture dates and expiration dates are unknown. (B)(4). Report source: literature source: gao, dao-jian, et al. "Metal versus plastic stents for unresectable gallbladder cancer with hilar duct obstruction." Digestive endoscopy 29.1 (2017): 97-103. Doi: http://dx.doi.org/ 10.1111/den.12700. The devices have not been received for analysis; therefore a failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three products used for a study reported in a journal article. Manufacturer report # 3005099803-2017-03211 and manufacturer report # 3005099803-2017-03213 pertain to the events involving wallflex biliary uncovered stents, manufacturer report # 3005099803-2017-03212 and manufacturer report # 3005099803-2017-03214 pertain to the events involving wallstent biliary uncovered stents, and manufacturer report # 3005099803-2017-03219 pertains to the events involving flexima rx biliary stents. Boston scientific corporation became aware of multiple events involving wallflex biliary uncovered stents and wallstent biliary uncovered stents through the article ¿metal versus plastic stents for unresectable gallbladder cancer with hilar duct obstruction,¿ written by dao-jian gao, et al. According to the literature, the aim of the study was to retrospectively evaluate the efficacy of metal versus plastic stents for unresectable gallbladder cancer with hilar duct obstruction. The retrospective analysis was carried out on 59 patients who were referred for treatment between january 2010 and november 2013. 28 of these patients underwent metal stent placement with a wallflex biliary uncovered stent or a wallstent biliary uncovered stent during an endoscopic retrograde cholangiopancreatography procedure (ercp). All patients were given prophylactic antibiotics at the time of stent placement. It is unknown which of the metal stent patients received wallstent biliary stents and which patients received wallflex biliary stents. The article reported that 11 of the patients who received wallflex or wallstent biliary stents experienced stent malfunctions with no reported reintervention. The article did not provide any further specifics about these malfunctions. Attempts to obtain additional information regarding these events have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.